Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and/or phrenic nerve stimulation from the left ventricular (lv) lead. The lead was programmed off and was capped but not replaced at the patient's next generator change. No further patient complications have been reported as a result of this event.